Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the sample, a tear was observed on the anterior view, measuring approximately 0.4 cm. Microscopic examination was performed, and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-feb-2020,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation with a 300cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. The patient wok up and noticed the deflation in (B)(6) 2020. As a result, the patient underwent a bilateral removal surgery on (B)(6) 2020.